Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited undersensing and high pacing threshold measurements. Later, lead dislodgement and fibrosis on the lead helix were suspected, so the physician made the decision to have the lead explanted and replaced. No additional adverse patient effects were reported. The explanted lead will not be returned by the hospital as it was contaminated.